Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to supraventricular tachycardia. There were no programming changes made to the device at this time. Patient monitoring will continue.